Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty removing the balloon from the stent occurred. A promus element 4.00x38mm was deployed in segment 2 of the right coronary artery. When deflating the balloon, it got stuck to the stent. The physician experienced difficulty removing the balloon from the stent, but was able to remove it with force. After this issue another stent (promus element 4.0 x 20mm) was placed without any problems in segment 1 of the right coronary artery. No patient complications were reported.